Event description:
It was reported the patient was fine. The motor stall occurred 6 months prematurely; reason was unknown.

Event description:
It was reported that a motor stall occurred. Motor stall was confirmed in the attention dialogue box. On (B)(6) 2012, it was reported the physician turned the pump to min rate, supplemented the patient with oral opioids, and is set to replace the pump in the next two weeks. Additional information has been requested, but was not available as of the date of this report. Patient outcome is not known at the time of this report. The drug in the device is unknown at the time of this report.